Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump received with no button response due to flattened button dome switch.

Event description:
It was reported that the buttons on the insulin pump were not responding and the time clock was not advancing. The customer's blood glucose reading was 5mmol/l. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.